Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of sensor break. The customer's blood glucose reading was 6.5 mmol/l. The customer reported a sensor which had no sensor cannula. The customer noticed the problem upon removal after sensor signal could not have been found. The sensor will be returned for analysis.